Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2020. H3 evaluation: device not returned for analysis. Photo received. During the photo evaluation the applicator was observed with a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. The glass shard is not visible through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The doctor disinfected it. Was medical or surgical intervention required? Not required. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? The wound has healed and there is no other adverse reaction. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown. Was the ampoule crushed repeatedly? Unknown. "A manufacturing record evaluation was performed for the finished device batch pkh846, anx12cn31 and no non-conformances were identified."

Event description:
Adhesive applicator functionality issue. It was reported a patient underwent an unknown surgery on (B)(6) 2020 and topical skin adhesive was used. During use, after crushing the ampoule, the broken ampoule pieces penetrated the outer hose and stabbed the surgeon's fingers. The fingers were cleaned and disinfected was given to the surgeon's wound of fingers. There is no report of a patient consequence no additional information could be provided. Additional information has been requested.